Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jun 22, 2011. Expiration date: jun 30, 2021. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a toe angioplasty procedure on (B)(6) 2017, the l-fusion plate broke during bending with bending pliers. There was no surgical delay or patient harm reported. Concomitant device: 1x unk bending plier this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The received plate is broken through one combi hole of the plate shaft. The front part was bent approximately in a 45 degree angle downwards. There are various visible plier marks caused during pre-bending on the surface. Because of the damage, the complaint relevant dimensions in broken and/or bended areas cannot be checked for dimensional accuracy of the valid manufacturing specifications. The thickness of the plate measured with micrometer and found to be within specifications as per the valid technical drawing. The referring surgical technique for the variable angle lcp forefoot/midfoot system describes: warning: do not repeatedly bend the plates back and forth as this may weaken the plate. Also it is noted that the correct handling of the implant is extremely important. If the shape of the implant must be altered, the device should not be bent sharply, bent backwards, notched, or scratched. Such manipulations, in addition to all other improper handling or use, can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail. The fracture surface does not show any anomalies of materials structure what indicates material conformity as well. No product fault could be detected. This complaint was determined to be caused during a mechanical overloading situation. The existing 45 degree angle bending and the marks on the plate show that the plate broke because of mechanical overloading. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.